Event description:
Pt's right eye exhibited evidence of macular phototoxicity possibly related to light from operating room microscope following cataract extraction and intraocular lens implantation when examined 2 weeks after surgery. This continued to improve without intervention and the pt has aequired good visual acuity by 9/5/95.